Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. Customer did not mentioned about the reason of hospitalization. Customer reported that they noted the bolus and the blood glucose level was unknown. Customer was in hospital and they would have surgery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information related hospitalization has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was not in the hospital for diabetes or insulin pump related issue. The customer was in the hospital for surgery reasons that do not include insulin pump or consumable reason.